Event description:
It was reported the medical attendant was shocked by the trial lead when it was removed from the patient¿s body. It was reported the patient had removed the trial lead and re-taped it to their body. It was noted the external neurostimulator was not connected to the lead when the shock happened. It was reported the patient did have an existing internal neurostimulator on the opposite side. It was reported there was no obvious reason for the malfunction. It was noted the lead was removed as the trial was completed.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_interstim_ins, serial# unknown, product type implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).